Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient came into the clinic and complained that their device had begun causing pain in their leg. The healthcare professional(hcp) ordered an x-ray to ensure the lead had not migrated. There will be a possible lead revision. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved but the patient was noted to be alive with no injury. Then on 2019-may-05 additional information was received from a manufacturer representative (rep). The rep reported that it was unknown when the leg pain had begun, when asked the patient had said ¿a couple weeks.¿ the rep stated that the results of the x-ray were unknown. The rep noted they had not been informed that it was scheduled and if it had been completed. The rep reported they were not aware of actions taken to resolve the leg pain other than the scheduled x-ray that was to help determine the cause. The rep had stated it was unknown if surgical intervention had been planned but noted it had not been scheduled at the time of the report but stated they would follow up with the account to see if any further information had become available. Moreover on (B)(6) 2016 rep stated that patient further reported they felt warmth at the pocket site and stim down leg. Patient reported no known cause. Patient has patient has turned device off and the feeling went away. It was noted that hcp had no further information. And it was unknown surgical intervention would be planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that according to an office contact the patient has not yet had an x-ray and did not have a scheduled appointment at the time of this report. The rep noted that at this time there had been no surgery scheduled. There were no further complications reported.